Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reports groin pain that started after surgery. He believes it¿s related to the battery site in his buttock. Impedance checked and within normal limits. Battery site moved to flank region; revision done today.